Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The united states of america customer reported "uneven to no staining on row 4". The customer stopped using row 4. The field service engineer (fse) serviced the instrument and found the syringe threaded cap broken, causing air to enter the syringe during aspiration of reagent and the slide rack pins were worn down due to buffer salts eroding the sides of the sink potentially causing the slide racks to not be leveled. The fse replaced the syringe and instrument sink which resolved this malfunction. The customer was able to complete staining by repeating the slides. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.